Manufacturer narrative:
The reported event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms that there were no manufacturing or processing non-conformities identified that would contribute to the reported event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the afx2, type 1b endoleak, type 3a endoleak, and rupture abdominal aortic aneurysm are unconfirmed. The additional endovascular procedure complaint is confirmed. This is moderately consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as stable. No additional investigation of this reported event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar events/incidents. Device iteration is afx2. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately seven (7) years after post initial procedure, the patient was brought to (B)(6) hospital in an unstable condition due to a ruptured abdominal aortic aneurysm (aaa). They were transferred to (B)(6) hospital under the care of dr. (B)(6). Imaging tests revealed a complex situation with a type 3a endoleak at the junction, a lack of overlap, and bilateral 1b endoleaks. The physician elected to treat the patient by implanting two (2) ovation ix extenders, one (1) afx2 bifurcated stent graft, and a gore ctag (non-endologix) device. Following these interventions, a final angiogram showed no remaining endoleaks, and the patient's condition was stable.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text: device remains implanted.